Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed and missing. The root cause for the missing cable was physical abuse. No adverse event resulted from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. As received, a review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor. (B)(4).

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent "adjust belt" messages and the belt had a damaged cable. A us distributor returned a patient's monitor and reported that the monitor was unable to power on.